Event description:
It was reported that an iv3000 dressing was not longer sticking. It is unknown how this was resolved and whether there were complications associated to this event.

Manufacturer narrative:
We have now concluded our investigation into the reported complaint. As no lot number was provided, it was not possible to carry out a device history review a complaint history review, was performed for the product and event description, there have been similar instances reported in the past three years. Event occurred during patient treatment. The device used in treatment was not returned for evaluation, therefore no functional evaluation could not be carried out. We have not been able to establish a relationship between the reported complaint and the device. It has not been possible to establish the definitive root cause of the issue. Probable root cause is a manufacturing issue. Low adhesion may be caused by adhesion levels of the raw material used to make the film of this dressing. There are various controls in place during the manufacturing process of both the raw material and the dressing to identify when the adhesion is not in acceptable range, as per the product specification. There are also regular tests carried out to monitor the finished product. The investigation has been closed no further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.